Event description:
The customer reported to baxter (B)(4) a non-vented spike with clearlink solution administration set that was involved in a no flow/restricted flow. According to the report, the nurse stated the clearlink valve is blocked because when the operator tried to inject or suck out a solution through it into a bag using a luer-lock syringe, there was a resistance and the valve seems to be closed. The condition was reported to have occurred during use; however, there was no patient involvement. There was no patient injury or medical intervention associated with this event. This is report 10 of 10 of the same reported problem from this facility. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.